Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summery: the customer also experienced unexpected battery power loss.

Manufacturer narrative:
Device passed the functional tests, including the self test, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. However, device had unexpected pump error 23, pump error 49, pump error 68, pump error 25 after monitoring for several minutes, pump error 75 alarm during self test and high sleep current measurement due to corroded electronic assembly. Device received with missing display window cover, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 900 mg/dl. The customer experienced symptoms such as nausea and vomiting, feeling really weak, pale skin, dehydration. The customer was treated with intravenous fluid and insulin drops. The customer stated that the insulin pump had multiple insulin pump error immediately after a battery change. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.